Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, pump was alarming with a red screen and triangles. It was reported that troubleshooting was unsuccessful. No additional information is available at this time.

Manufacturer narrative:
(B)(4).